Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), post-tether removal it was noted that there was an abrupt change in the resistance. The tether was stuck and when pulled further, there was a change in the orientation of the device causing significant changes in electrical measurements with no capture. The device was attempted to be recaptured. During the retrieval process the device macro dislodged and went into the right ventricular (rv) outflow tract and possibly the pulmonary artery. Clot was observed and the patient was administered with anticoagulant. The device and the delivery system was attempted, not used and was replaced. No further patient complications have been reported as a result of this event.